Manufacturer narrative:
Discrepant negative antibody screening result for a sample during validation testing. The root-cause could not be determined. No general product failure was identified. No biased result was reported to a physician. No patient was harmed.

Event description:
A customer complained after obtaining what was described as a discrepant negative antibody screening result using the ortho biovue system in conjunction with their ortho vision biovue analyser during validation testing. Complainant: name not provided - laboratory technician. Complaint reporter: (B)(6), ortho field engineer. Reported on: (B)(6) 2020 by the complainant to mr (B)(6) who reported it to the orthocare helpdesk on the same day date of event: not provided. Software version: 5.12.4. Reagents: not provided. Patient information: not applicable. The customer reported that they had tested a sample for antibody screening in conjunction with their ortho vision biovue analyser and that they obtained a negative result whereas when testing this sample for antibody screening in conjunction with their ortho autovue innova analyser they obtained a positive result (0.5+ reaction strength). No further detail provided. The customer reported that no biased result was reported. The customer reported that no patient was harmed as a consequence of the reported event.